Event description:
It was reported an internal electrical component burned. Our inspection of the unit revealed a broken lead wire, resulting in a 1/2" burn hole in the fabric foundation of the unit. We also noted that over 90% of the other internal components of the unit had been bent and broken by misuse. Discussion with the customer revealed that the unit was used on a compression-type roller massage bed, with pts lying on top of the thermophore, both of which are in clear violation of our warnings and instructions. We determined that this report was attributable to misuse of the unit on the part of the user.